Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasion was noted at 43.7 -43.9 cm from the distal tip consistent with lead friction to the ICD can. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely with noise on the right atrial lead. The lead was explanted and replaced. The patient did not experience any consequences.